Event description:
It was reported during a bph procedure; "no aim beam" was noted for the first fiber. The second fiber was reported that the cap detached inside the patient. The cap was retrieved by flushing. The procedure was completed using an alternative method; turp. Patient outcome: "no injury to patient" was reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone slightly distal to the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the metal cap is detached and returned; the fiber proximal to fracture can freely rotate; the metal cap exhibits moderate charred detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.